Event description:
Additional information reported indicated that the patient was implanted in 2010 and the stimulation worked fine. Two months post implant, the leads had moved, "fell out of place," there was not trauma or fall. The stimulation had been turned off since 2011. When the patient met manufacturer representative to test the stimulation, she was getting shocked in her legs and all over her body. The patient was instructed to turn off stimulation. The patient wanted to have the implant removed.

Event description:
It was reported that the patient felt stimulation in the wrong location since implantation of their implantable neurostimulator (ins). X-rays performed showed that the leads had migrated. The ins was also noted as "bulging out" and was uncomfortable. It was reported that the root of the patient's pain for the device therapy was due to nerve damage from a hysterectomy. The patient felt that the device was not implanted correctly. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 37092 lot# 247590001, implanted: 2010 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information found it was further reported there were surgical complications with the lead. It was noted no impedance measurements were available. It was stated there was increased pain associated with the event. It was further reported patient did not require hospitalization, but the outcome was serious injury ongoing. It was further noted the surgeon refused to repair/replace device and device was no longer operable.